Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1057233 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1057233. Retention samples from batch 1057233 were not available for inspection. Eight photos were received for investigation. One photo shows the bottom of plate with agar that does not fill the agar bed; plate print cannot be read in the photo due to the small size of the photo. One photo shows the agar surface of a plate with an agar bed that does not completely fill the plate bottom. One photo shows the agar surface of a plate with what appears to be a microbial colony growing at the edge. One photo shows the bottom of a plate, but the plate print cannot be read due to the size of the photo. One photo shows the bottom of a taped plate with what appears to be a microbial growth in the agar. The plate print cannot be red in the photo due to the small size of the photo. One photo shows the agar surface of a taped plate with a microbial colony. One photo shows the agar surface of a plate with a crack in the plate lid visible. One photo shows the bottom of a plate. The plate print cannot be read due to the small size of the photo. No return samples were received for investigation. Batch verification cannot be made from the photos. Without batch verification, this complaint cannot be confirmed. Bd will continue to trend complaints for contamination, fill defects and broken plates. H3 other text : see h.10.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that incomplete filled plates, cracked plates and contaminated plates for cat 221261 lot 1057233."

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that incomplete filled plates, cracked plates and contaminated plates for cat 221261 lot 1057233. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.